Manufacturer narrative:
Concomitant product: t20a2u ipg, implanted: (B)(6) 2008.

Event description:
It was reported that since (B)(6) 2013 during use, the right ventricular (rv) lead exhibited unstable thresholds, and slowly elevated threshold. Settings were re-programmed during follow up visits and the rv lead remains in use. No patient complications have been reported as a result of this event. The patient is a participant in the pan product surveillance registry clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.